Event description:
According to the reporter, during the laparoscopic tep hernia repair procedure, the balloon did not inflate and it leaked gas/air. Replaced with another same device in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection noted; the balloon, obturator, valve seal and doors appeared intact. The insufflation bulb was received. Pmv performed functional testing; the balloon was inflated, a leak was detected. All other components functioned normally. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the hole in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.